Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited a low out of range pacing impedance measurement of less than 200 ohms. All other parameters were in acceptable range. No changes were made and the lv lead remains in service. No adverse patient effects were reported.